Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The mother reported via phone that the customer experienced high blood glucose. Customer's blood glucose reached 403 mg/dl. The mother reported the infusion set continues to discharge. The mother also reported the customer experienced diabetic ketoacidosis 14 times in the past. The mother stated they would call back to troubleshoot because they were on the way to the hospital. The insulin pump will not be returned for analysis.